Manufacturer narrative:
The reported issue of iui corrosion/damage could not be confirmed and the root cause could not be identified; no product was returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of " iui corrosion/damage " based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported that the customer answered "yes" to "is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.